Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during therapeutic procedures, the device exhibited low output and took longer to burn through tissue during procedures. There were no further details provided regarding the event. No patient harm or injury reported due to the event. No user injury reported.

Event description:
Updated event information: the customer reported that this unit seemed to have lower output than normal and it took longer to burn through tissue during a procedure. The customer evaluated the unit and found that this issue could be attributed to the age of the unit. This unit was not returned to olympus for evaluation. The customer reported that the procedure was competed with the same unit and that the patient's condition is normal.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR),service history records (shr), customer response updates and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. This device was not returned to olympus for evaluation. No physical device inspection is possible. Review of previous service history record shows no notable abnormalities. Olympus will continue to monitor complaints for this device.